Event description:
It was reported that the patient experienced elevated blood glucose after running out of insulin for several hours and subsequently noted persistent hyperglycemia while using the ilet with an inset infusion set; troubleshooting led to a full supply change, during which the removed cannula was observed to be bent, and insulin delivery was then resumed. Symptoms included hyperglycemia with reported blood glucose values up to 308 mg/dl and later 272 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user¿s family and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with an improper or incorrect procedure or method associated with a bent cannula; no specific device component term was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The patient did not revert to alternative therapy after the ilet was shut off or stopped working, and troubleshooting and education were completed without alerts or alarms.